Event description:
It was reported that during a craniotomy surgical procedure, it was observed that the short attachment device component was detached. It was reported that during the operation, after running for half an hour, the drill suddenly stopped running. Ten minutes later, a new sleeve was replaced and the surgery continued smoothly. And then the surgeon found that the steel ball inside the sleeve had fallen off. The steel ball could only be seen after removing the sleeve, so there was no risk of foreign objects remaining, but it affected the surgical process. There was a ten minute delay in the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. E1: facility name: (B)(6).